Manufacturer narrative:
Correction - h6 - health impact code should have just been unexpected medical intervention rather than both unexpected medical intervention and serious injury

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy due to the incorrect interpretation of supraventricular tachycardia as ventricular tachycardia. It was noted that the implantable cardioverter defibrillator also exhibited undersensing on the atrial channel. Programming changes were made. The patient was in stable condition.